Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the previous sensor could not be removed during the removal appointment on (B)(6) 2024. The sensor was palpable and a magnet was used to localize the sensor. Another removal attempt will be made during the time of next re-insertion which is approximately in (B)(6) 2025. During next removal attempt, the hcp would utilize an ultrasound to localize the sensor precisely.

Manufacturer narrative:
The sensor was successfully removed during second removal attempt on (B)(6) 2025.